Event description:
The port was placed 8/19/96. It was reported that there was leakage at the port stem. The port stem was removed 1/31/97. No pt injury was reported to have occurred.

Manufacturer narrative:
The implicated product is a port with attachable 9.6 fr. Catheter. The product for evaluation is an intact port and a cath-lock. The port has few needle puncture sites, no suture needle punctures and a small amount of blood residue trapped between the port over-mold and the plastic body. The unattached cath-lock is received with the white strain relief detached from the clear plastic lock. Documents in the complaint file indicate the leak was noted by the surgeon during implantation. No portion of the catheter is received for evaluation. A lot history review reveals no related mfg issues and no similar complaints for this lot. On gross or 5x microscopic exam, no apparent defect or deformation is noted to the plastic port. The stem is intact and without damage. Patency is demonstrated by flushing and aspirating water through the port with a 12cc syringe and 19 ga. Non-coring needle. The port stem is occluded and the port chamber is hydraulically pressurized to a point where the septum bulges. No leaks in the port or stem are noted. Five power magnification of the cath-lock reveals opposing impressions in the outer diameter, as well as, chips and marring of the proximal orifice edge indicating manipulation with an instrument similar to a hemostat. Except for a silicone adhesive lip on one end note under 16x magnification, the strain relief is unremarkable. The complaint of leakage at the port stem is inconclusive. Although no leaks could be replicated during the complaint evaluation, the inability to examine the catheter used with the port prevents a definitive conclusion. The mechanical manipulation evident on the cath-lock suggests application of the cath-lock and the catheter was not performed in accordance with the product instructions for use. Failure to follow these specific instructions when attaching the catheter to the port stem and the subsequent cath-lock engagement or the use of traumatic instrumentation on the device may cause damage which could result in a perceived port stem leak.